Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary : unable to deliver or advance : the cause of the deliver issue was determined to be patient condition as the patient had difficult vasculature preventing successful delivery of impella. Device history lot : device lot : 1943288. Device history review : the pump s/n: 608638 passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella cp device for mechanical circulatory support. It was reported that the impella was inserted but subsequently aborted due to patient's vasculature. There was no patient harm reported, and the patient outcome was noted to be unknown.